Manufacturer narrative:
Concomitant medical products: product ID ddmb1d4 ICD implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was noted to have double counting of ventricular tachycardia (vt)/ ventricular fibrillation (vf) waveforms. The lead remains in use. No patient complications have been reported as a result of this event.